Event description:
On (B)(6) 2009, the patient's mother reported that for the 4 years the patient has been on his insulin infusion device (competitor product) the luer lock of his infusion set has become disconnected from the device cartridge. She stated this appears to be happening more frequently and, when it occurs, the patient is not able to reconnect to the luer lock and continue to use the same tubing but must change the tubing. She stated the tubing is changed almost every other day. She said she "can see when it is going to come loose. It will fold over to one side. Then it comes completely out, and he is unable to receive insulin." She said she is not sure if the patient's activity at school is causing this to happen. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.